Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). E1 - address 1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a scope communication error (e226). The event occurred during inspection for use. There were no reports of patient involvement.